Manufacturer narrative:
(B)(4). Functional analysis of the returned device included, visual, electrical, temperature, irrigation and optical testing which all met sjm specifications. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported pericardial effusion was procedure related. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
During a left ventricular tachycardia ablation procedure, a pericardial effusion occurred. During the anatomy creation, it was noted that the patient was hypotensive. An echocardiogram revealed a pericardial effusion in the apex of the left ventricle, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device.